Event description:
It was reported that a progav 2.0 was implanted during on (B)(6) 2020. According to the patient, the valve had adjustment difficulties. A revision procedure was carried out on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx649t) was implanted during on (B)(6) 2020. According to the patient, the shunt system caused an underdrainage and had adjustment difficulties. A revision procedure was carried out on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0 were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant 2.0 does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. Results: based on our investigation results, we can determine an accelerated outflow at the shuntassistant. Furthermore, we cannot determine any functional deviations or other abnormalities at the progav 2.0. The valve works within the specification. Since the product was placed in liquid just before it was returned to us and was therefore dry from explantation (B)(6) 2025) until it was returned to us (B)(6) 2025), testing the products is only of limited use. Dry residues of organic material can falsify the investigation results. At the time of the examination, it is not possible for us to determine how the functional impairment occurred. Organic material in the patient's own csf may have temporarily affected the function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system, depending on its location, quantity and consistency, leads to a deterioration of the properties. The examination of the return shipment is completed with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.